Event description:
The manufacturer received information alleging a patient experienced a touch screen not working while using a trilogy ev300. There was no harm or injury reported. The trilogy ev300 was returned to a third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices touch screen was not working. In conclusion, the display interface pca and cable were replaced to address the issue. A good faith effort attempt will be made to gather additional information regarding the issue and the outcome after the replacement. If any additional information is received, a follow-up report will be filed.